Manufacturer narrative:
Kloen, p. And buijze, g. (2009). Treatment of proximal ulna and olecranon fractures by dorsal plating. Oper orthop traumatol, 21, 571-85. This report is for an unknown titanium 3.5 millimeter pelvic reconstruction locking compression plate. Dates unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: kloen, p. And buijze, g. (2009). Treatment of proximal ulna and olecranon fractures by dorsal plating. Oper orthop traumatol, 21, 571-85. The authors provided a surgical technique guide to demonstrate anatomic reconstruction of proximal ulna and complex olecranon fractures using a posterior approach to the elbow and fixation with a contoured dorsal plate. The authors reported they most often used the synthes device, titanium 3.5 millimeter pelvic reconstruction locking compression plate. Fourteen females and twelve males, average age 53 years (range, 19-87 years) were treated between 2003 and 2008. Average follow-up was 18 months. The authors reported: one postoperative nonresolving ulnar median neuropathy in a complex upper extremity injury and one postoperative infection that resolved after treatment with debridement and antibiotics. All fractures healed at an average of 4.8 months. Ten patients had their hardware removed due to bothersome prominence. This is report 1 of 1 for complaint (B)(4). This report is for an unknown titanium 3.5 millimeter pelvic reconstruction locking compression plate.